Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tube pulling out of puck / gas leaking from tubing connection at puck. Probable root cause: - use error - system design - unwanted movement of internal components / wiring - tubeset/gas supply inadvertently detached/loose. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tubing was disconnected, potentially leading to a loss of insufflation. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tubing was disconnected, potentially leading to a loss of insufflation. The procedure was completed successfully.